Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the reporter was advised that this process was not stated in the instructions for use (IFU), and that clean water was also needed. The user was also advised that to prevent damage to the endoscope, never immerse it together with objects other than the reprocessing accessories. The reporter was going to inform the hospital of this process. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the enf-gp fiberscope was being reprocessed incorrectly and inquired if two scopes could be washed in one sink. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records (DHR) review could not be performed as no lot number was reported and there was no device return to inspect for a lot number. If the lot number becomes available at a later date, the DHR shall be reviewed. The root cause of the reported issue could not be conclusively specified as there was no information on why this phenomenon occurred. The instruction for use (IFU) states the following guidelines: to prevent damage to the endoscope, do not immerse it with objects other than reprocessing accessories. An olympus endoscopy support specialist (ess) was dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations, however, the ess was unable to reach the customer to schedule the in-service.